Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 19. On (B)(6) 2022 fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: swelling and inflammation. No further patient complications were reported.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19 pandemic in accordance with FDA guidance "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2017 in the patient's mouth. On (B)(6)2022, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: swelling and inflammation. No further patient complications were reported.